Manufacturer narrative:
B3: date of event is unknown. Device investigation: one device was received for investigation with the led lights broken. The device was functionally tested. The reported problem was confirmed. The pcb was damaged. No action was taken due to the device not being needed in the loaner pool and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the led display is not working and there is no alarm. Event occurred during preventative maintenance. There was no patient involvement and no patient harm/adverse event reported.